Manufacturer narrative:
Initial.

Event description:
It was reported that a user of an ilet pump with a dexcom g7 experienced elevated blood glucose readings with a highest cgm value of 273 mg/dl over several hours, with intermittent improvement after a recent supply change; meal announcements were made on time, stress was noted, a tubing test was performed during the supply change, and no device-specific issues were identified, while medical device problem and device component details were limited due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.